Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was fired a couple of times and the clip scissored. The device was hard to fire and there was a clip in the jaw, the device was removed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.